Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description only. It was reported that three filter legs had perforated the ivc and that the filter could only be surgically removed. No product was returned and no imaging was received. The dwell time is unknown and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused three filter legs to perforate the ivc. However, the complaint will be reopened in case additional information/medical records will be provided. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as celect ivc filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6) device code: 3191 - appropriate term/code not available for perforation of vessels. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a celect ivc filter was implanted in me. I have a complete hard copy of all my hospital records regarding this matter including when, where, and by whom the ivc filter was implanted. I also have all of the records from my current CT scan. I am having another CT scan done on (B)(6) 2019. Since its placement three of its arms have perforated my vena cava. As you are aware the three arms of the ivc filter which have perforated the vena cava will only work their way further through the wall of the vena cava with time and eventually cause greater injury and trauma. After review of my CT scan by my vascular surgeon, he has determined that it is unlikely they can remove the ivc filter using the new method of going down through the neck into the artery to remove the ivc filter. The only method left by which to remove it (opening the chest to remove it) is very risky and the odds of survival are not in my favor. Patient outcome: unknown.